Event description:
The sv900c would not deliver a tidal volume in volume control or simv mode, the customer switched to pressure control, and the 900c operated properly in this mode the pt was not injured when this happened during surgery.